Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom, determined to be caused by loose upper and lower latch switch bracket screws. The loose screws will trigger an intermittent open/closed switch connection, resulting in the system error 322. The upper and lower auxiliary assemblies were replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.

Event description:
It was reported that a pump alarmed system error 322. Any pt involvement, injury or medical intervention is unk.